Event description:
The customer reported having the error pre-charge appear on the c-arm. A pt was involved, but no pt injury was reported.

Manufacturer narrative:
The service rep confirmed the issue. He found one bank of the batteries at 0 volts dc and replaced the generator batteries with one the customer ordered from ge oec. He re-checked the sys tracking and image resolution. Sys operates as intended.